Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b1, b2, b3, b4, b5, d7, d11, g4, g7, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a total knee arthroplasty and one month after the procedure went to an orthopedic clinic with suspicion of early loosening of the tibial element. Approximately a month after the visit the patient was revised due to loosening of the tibial element and damage of posterior ligament of the hind knee were found.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI # (B)(4). Concomitant medical products: item # 00597001402 lot # 61743659, item # 90597003012 lot # 61935239, item # 300830401 lot # 144caj2905. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04720, 0001822565-2019-04721.

Event description:
It was reported that a patient underwent a total knee arthroplasty approximately 6 years ago. Patient's legal counsel further reports patient suffers from certain undefined personal injury. No additional patient consequences were reported. Attempts have been made and no further information has been provided.